Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had no or intermittent button response. The insulin pump was not dropped or exposed to moisture. The blood glucose reading was not known. It was advised that the customer revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.